Manufacturer narrative:
A4: unk, a5: unk, a6: unk. H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. Due to the refractive surprise, the lens was removed and replaced intraoperatively for another same model/length but different power lens. The problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a microcentrifuge vial; dry with residue/debris on product. Visual inspection found haptic bent. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).